Manufacturer narrative:
This report is submitted on october 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced pain with and without the device and subsequently the patient was administered oral antibiotics and oral steroids on (B)(6) 2018. Following treatment, the patient's symptoms had reportedly reduced. The implanted device remains and the patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported that the patient still experienced pain and had some lymphedema down the left side of his neck with pain and swelling. Subsequently the patient was hospitalized (date not reported), treated with IV antibiotics and discharged on (B)(6) 2018. The patient will continue to be monitored by the health care provider. This report is filed on november 08, 2018.

Manufacturer narrative:
Correction: the initial and follow-up MDR's submitted on (B)(6) 2018 and (B)(6) 2018 were filed inadvertently. It is now reported that the pain, antibiotics, steroids and hospitalization are not device related and therefore no serious injury has occurred. This report is filed on january 14, 2019.